Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. The customer reported event of "reduce the pressure of the tool head" prompt was not confirmed through failure analysis investigation of the harmonic ace instrument. Inspection found damage on the blade approximately 0.23¿ from the base. The broken piece was returned. It is known that inadvertent contact with staples, clips, or other instruments while the instrument is activated may result in a cracked or broken blade. Scratches on the blade may lead to premature blade failure. The system will display an error message and will seize to work accordingly once it detects any blade damage. Review of the provided image by a regulatory post market surveillance analyst is consistent with the instrument tip breaking off. No further escalations required for the image review. .

Event description:
It was reported that during a da vinci-assisted surgical procedure, the harmonic ace tip broke. The user completed the procedure using a backup harmonic ace instrument with no further issue reported. No fragment fell inside the patient. No known impact or patient consequence was reported. Isi followed up with the initial reporter and obtained the following additional information: the harmonic ace instrument was inspected prior to use and no damage was observed. There was no instrument collision and no fragment fall. There was no injury to the patient.